Event description:
It was reported that a revision surgery was performed due to post-op ac separation. Approximately 2-3 weeks after the original shoulder surgery, the patient's clavicle was noted to be rising. During revision, the graft and #5 fiberwire were found completely torn/ruptured. Both were fully retrieved. The revision was completed successfully using #2 fiberwire and another graft. The patient received daily antibiotic treatment for eight days in 2009. The last day (approximately one week following the revision), the patient was diagnosed with a post-op infection (mrsa). The patient had an incision & drainage performed during which the revision fixation was maintained. The day prior to treatment, the patient was diagnosed with delayed wound closure. The patient's current condition was reported as still healing. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but per the customer, will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of post-op loss of ac reduction is graft failure or slippage, suture abrasion, knot failure, and/or patient non-compliance with the post-op protocol. The most likely cause(s) for abraded, torn, or broken sutures is nicking the suture with another instrument and/or fraying from sharp edges of the bone tunnel. The most likely cause of the post-op infection could not be determined from the information provided. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.